Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-00814. It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. It is currently unknown which generator displayed the message, as such both devices are being reported.

Manufacturer narrative:
Patient weight added.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2019-00814.